Event description:
Complainant alleged that the medics were treating a pt who was suffering from chest pains. The medics attempted to monitor the pt's heart rhythm using three lead ECG cable and electrodes. The medics also applied multi-function electrodes to the pt. The pt was severely diaphoretic and the moinitor indicated that pt's "st" wave was elevated. Medication was given to the pt. The medics reported that during pt monitoring, the device began to charge to 200 joules, without the charge button having been depressed and without the device being in defib mode. The medics then turned the device off/on and continued monitoring the pt's heart rhythm. The pt was then transported to the hosp's emergency room. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.